Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported being hospitalized. The customer reported that the hospitalization was due to blockage on her legs. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.